Event description:
It was reported that pump experienced malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset with no repeat of malfunction, and was advised to continue using pump and to call back if malfunction occurred again.